Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 mins of 2.8 mmol/l (51 mg/dl) and 15 mmol/l (270 mg/dl). The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is a final report. The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, the reported readings of 2.8 mmol/l (51 mg/dl) and 15 mmol/l (270 mg/dl) were found in the device's internal memory log all within 10 mins.